Manufacturer narrative:
The reported complaint of false pause episodes was confirmed. The additional information was reviewed by abbott engineering.the egm signal behavior in this situation is unlike the usual loss of contact scenario. Based on bench tests, it is hypothesized that the episode was triggered during very low impedance. Due to limited information, the root cause was unable to be determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited under-sensing and noise. No intervention was reported. The patient had no adverse consequences.